Event description:
Dexcom was made aware on 01/15/2025, that on (B)(6)2025, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6)2025, it was reported that the patient experienced a skin reaction with redness, and pimples, under the entire patch area, which occurred 5 days after the sensor had been inserted in the arm. The patient contacted their general practitioner, and the skin reaction was treated with a prescription of an oral antibiotic, keflex. At the time of the report the patient was stable. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).